Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I havab igg results generated by the alinity I processing module for multiple patients. The following data was provided (<1.00 s/co = nonreactive, = 1.00 s/co = reactive): sid (B)(6) (56 years old, male): (B)(6) 2026 initial result = 1.86 s/co (reactive). (B)(6) 2026 repeat results = 2.11 s/co (reactive), 1.04 s/co (reactive), and 0.33 s/co (nonreactive) sid (B)(6) (34 years old, male): (B)(6) 2026 initial result = 1.06 s/co (reactive). (B)(6) 2026 repeat results = 0.93 s/co (nonreactive), 0.80 s/co (nonreactive), and 0.67 s/co (nonreactive). Sid (B)(6) (23 years old, female): (B)(6) 2026 initial result = 1.87 s/co (reactive). (B)(6) 2026 repeat results = 0.63 s/co (nonreactive), 0.59 s/co (nonreactive), and 0.74 s/co (nonreactive). No impact to patient management was reported.